Event description:
The patient was a male. At baseline, the patient had a history of hyperlipidemia, copd, abnormal stress test, smoking, coronary artery disease, and hypertension. The target lesion was the right proximal internal carotid. The lesion was 90% stenosed, 20mm long, and 9mm in diameter. The lesion was severely calcified and eccentric. The lesion was pre-dilated. A 10 x 30mm precise pro rx stent was deployed at the target lesion. There were no malfunctions. An angioguard rx was successfully deployed and retrieved during the procedure. There were no technical problems and there was debris in the basket. The patient also had a contralateral carotid occlusion. The patient was taking aspirin and clopidogrel, pre and post procedure. Post-procedure, the same day, the patient had a sudden onset tia with behavioral changes. There is no indication if the tia was treated or not. The patient made a full recovery with no deficit. The patient was discharged the following day.

Manufacturer narrative:
Additional information will be submitted within 30 days.